Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to two holes found in the cuff upon removal. An endoscopy assessment showed absence of erosion and the cuff appeared too big. The aus cuff was removed and replaced with a new cuff. No further issues were reported in relation to this event.